Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the information about replacing the water filter was not shared among staff due to staff relocation, which may have resulted in the lack of user recognition of replacing the water filter. It was confirmed that the subject device was not used for procedures, but for other intentions such as reprocessing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿replace the water filter at least once a month to prevent contamination of the rinse water.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his staff had inadvertently incorrectly reprocessed multiple olympus endoscopes. According to the initial reporter, the scope had been washed but the filters on his olympus endoscope reprocessors had not been replaced since (B)(6) 2021. The customer confirmed that he has 2 olympus reprocessors on site. Consequently, he could not confirm which scopes were cleaned in which unit. The total number of possible events is unknown. However, the customer did confirm a total of 15 devices were involved ¿ 2 processors and 13 scopes. There was no patient harm reported as a result of the above event. This report is capturing event 2 of 15. For the related events, please see reports with the following patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.